Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported for right side capsular contracture grade IV. Per ultrasound "mammary devices with regular contours showing some radial folds, proper identification of posterior wall and anechoic content". The device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect impact codes: f2203 - imaging required; f2303 - medication required additional/changed and/or corrected data : a.6., b.5., b.6., d.6b., g.1., g.2., h.6.

Event description:
The device has been explanted. Treatment with non-steroidal anti-inflammatory and montelukast occurred.